Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. An mdm metal liner, adm/ mdm poly insert, and 28 -4 ceramic head were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.